Event description:
It was reported that a user experienced hypoglycemia while using the ilet following tennis, with a lowest reported blood glucose of 58 mg/dl; the user treated with oral carbohydrates and confirmed that glucose was trending upward. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and ongoing home monitoring without hospitalization. Investigation included troubleshooting and education performed during the call. Investigation of this case revealed no device malfunction or component issue identified, and the cause of the hypoglycemia remained unclear given recent exercise and user plans to forgo meal announcement at dinner due to recent lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.